Event description:
Report received from (B)(6) stating that the console had no power. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "no power" was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).